Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: investigation revealed that the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump gave an inaccurate dose of insulin to the patient. On the morning of (B)(6) 2013 the patient obtained the blood glucose reading of 20 mg/dl. The patient was treated with flavored milk, and was responsive. The patient alleged that during the night the pump delivered an extra 12.0 units insulin. Troubleshooting revealed all pump settings, programming and date/time were correct and all basal/bolus doses given correctly matched those programmed. The issue was not resolved. As the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after the alleged pump delivery issue and received treatment with food, this complaint is being reported.